Manufacturer narrative:
Returned for evaluation was a solero microwave unit (sn (B)(6)). Functional testing of the unit noted: the monitor screen was blocked and gave a black screen during channel-ablation. The led driver and controller p-cap were replaced, and after replacing these two boards the problem was resolved. The unit was tested and passed all functional and electrical safety tests. The reported complaint description is confirmed for a black screen and inability to start the unit. The root cause for the display fault/boot up issue was determined to be the led driver and controller p-cap which were replaced. After replacing these two boards the problem was solved. This is the first reported error for this unit for display fault and boot up issue. This is the first time the led driver and controller p-cap has been replaced. The potential root cause for this error is due wear and tear. A review of the device history records (service order system) was performed for the reported serial number (B)(6) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: "no modification of this equipment is allowed. Do not attempt to repair or alter any of the system components. Do not remove the cover of the generator. Refer all service to angiodynamics. There are no user-serviceable parts inside the generator. The warranty will be voided if the unit is opened. The touchscreen will illuminate after several seconds and display the screen shown below. Below the angiodynamics logo, the text "system loading" is displayed in various languages. The languages displayed will change twice as the loading progresses. When the system is loaded, the languages are removed, and a bar is displayed which indicates the progress of system initialization, as shown by (1) below. Do not unplug or interrupt the initialization process as the system is performing necessary self-tests. Troubleshooting: standby screen is displayed, but the screen buttons are unresponsive - switch the power off, wait five seconds, then switch it back on again. If the buttons continue to be unresponsive, then contact angiodynamics for technical support. There is no system function (the system is non-responsive) and no system error message appears - switch the power off and then contact angiodynamics for technical support." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for an evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported an issue with this solero generator. During a channel- ablation procedure of an intraoperative live, the monitor went black. The end user was unable to restart the unit and the display continually displayed "downloading interface" messages. Because they could not restart the device again for any troubleshooting to complete the treatment and surely all procedure took more time than 30 minutes, they changed the device directly to competition device (imprint/medtronic) from radiology department and ablated again the liver and finished the treatment on this way with another device. There was no adverse effect to the patient due to the extended procedure time. It was indicated the reported solero unit is available for return to the manufacturer for an evaluation. This event meets the criteria of a reportable adverse event as the procedure was prolonged greater than 30 minutes; potential patient safety risk due to prolonged anesthesia.